Event description:
During arthroscopy of right knee, 4.5mm flexible reamer (stryker) snapped off inside patient's knee during procedure. Surgeon immediately conveyed this to the rest of the team, broken reamer was removed from patient, and surgical field was inspected for broken pieces of reamer. Visible pieces were retrieved and removed. Charge nurse and clinician were alerted. Product issue form completed by clinician with flexible reamer and pieces in biohazard bag.